Manufacturer narrative:
(B)(4). The fault was isolated to the sram on the graphic user interface (gui) printed circuit board (pcb) and the third party investigation of the breath delivery (bd) printed circuit board (pcb) isolated the fault to the dram controller.

Event description:
Failure investigation found an inoperative graphic user interface. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.